Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the balloon of the bardia 2-way foley catheter burst causing the catheter to fall out of the patient. The balloon was found to be split with no pieces missing. No patient injury reported. This complaint will be coded as use of device due to the balloon of the catheter only being filled with 20ccs despite it having a 30cc balloon and due to the catheter being pretested before use which is not recommended.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error on a 3500a form. The reported event was found to be exempt from reporting, per exemption e1998006.

Event description:
It was reported that the balloon of the bardia 2-way foley catheter burst causing the catheter to fall out of the patient. The balloon was found to be split with no pieces missing. No patient injury reported. This complaint will be coded as use of device due to the balloon of the catheter only being filled with 20ccs despite it having a 30cc balloon and due to the catheter being pretested before use which is not recommended.